Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822313l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 84-year-old female patient (47kg, 154cm) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient heart block requiring surgical intervention and prolonged hospitalization. Heart block occurred; several junction beats occurred during the earliest site ablation of pvc near the mitral valve (mv). After that, the junction continued from the end of ablation, and after a while, the av dissociated. When his catheter was inserted, a-h block was found. After returning of the patient to the room, av connection was not obtained. A leadless pacemaker was implanted to the patient¿s body. The patient was discharged from the hospital. Ablation was performed at 30w for 60 seconds. Impedance value is constant. After ablation for several points, pvc disappeared, and block occurred due to additional ablation. The physician's opinions on the relationship between the event and the product was that there was no the relationship with the product. There was no abnormalities observed prior to or during use of the product. Transeptal puncture was performed with a rf needle. The adverse event was discovered during use of biosense webster products. The patient outcome was fully recovered. The patient did require extended hospitalization because of the adverse event but the detail is unknown.

Manufacturer narrative:
Additional information was received on 2-oct-2022. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was not related to product. Leadless pacemaker insertion. In addition, the physician information was provided. Therefore, updated section "e. Initial reporter". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).